Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: the reported lot number was valid. Pharmacovigilance comment: the serious event of granuloma skin was considered expected and possibly related to the treatment. Serious criteria included the need for medical intervention with hyaluronidase, systemic and oral steroids, and injections of kenalog steroids, fluorouracil and saline for several months. A histopathological confirmation of the diagnosis was not provided. Potential contributory factors include injection technique, limited availability of the patient to visit the clinic of the treating physician and past aesthetic treatments with bovine collagen and polymethylmethacrylate, hyaluronic acid and poly-l-lactic acid. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 11-feb-2019 by a physician which refers to a (B)(6) caucasian female patient. The patient had no known medical history. No information about concomitant medication or history of allergies has been provided. The patient had previously received treatment with bellafil in 2015, sculptra on 2016, botox in 2017 and unspecified ha fillers. On (B)(6) 2017, the patient received treatment with 8 ml (spread out both sides) sculptra aesthetic (lot a6108) into lateral submalar region with unknown needle and technique. 1 year later, on an unknown date in (B)(6) 2018, the patient experienced granulomas (granuloma skin) at unknown location. It was reported that patient was treated over 5 sessions between (B)(6) 2018 and (B)(6) 2019. On (B)(6) 2018 patient was given hyaluronidase [hyaluronidase] and kenalog [triamcinolone acetonide]. On (B)(6) 2018, treated with kenalog [triamcinolone acetonide], 5fu [fluorouracil] with lidocaine [lidocaine]. On (B)(6) 2018, treated with kenalog [triamcinolone acetonide], 5fu [fluorouracil] with lidocaine [lidocaine] (over responding to steroids so patient was given 5fu). On (B)(6) 2018 and (B)(6) 2019, injected with saline (did not want too continuously give systemic steroids) was also prescribed with 5 day medrol [methylprednisolone] dose packs. The granulomas start to dissipate after treatment but over time they grow back. Outcome at the time of the report: granulomas was not recovered/not resolved.